Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the inner or outer shafts. Microscopic examination revealed that the hypotube was kinked 70.5cm from the strain relief and there was also a complete hypotube separation 72.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50mmx12mm emerge¿ balloon catheter was advanced for dilatation. However, during procedure when the device was being advanced through the non-bsc hemostasis valve, the shaft broke. The device did not enter the patient's body. The procedure was completed with a dilation of a non-bsc balloon and implantation of a promus stent. No patient complications were reported.